Event description:
It was reported that a balloon rupture occurred. The target lesion was located in severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured and was removed without any problems. The procedure was completed with another of the same device. There were no complications reported and the patient is in good condition post procedure.